Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported discrepancy between sensor glucose value and blood glucose value and experienced hyperglycemia. Customer reported sensor glucose value was 65 mg/dl and blood glucose value was 300 mg/dl. The customer reported that the value difference was not within target range. The event involved product mmt-7040a,mmt-332a,mmt-399a,mmt-1884. Troubleshooting was not performed for hyperglycemia and performed for glucose value difference. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-332a,mmt-399a,mmt-1884. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and found blisters on the sensor flex electrode and cracks along the gold trace path . Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unit failed bicarbonate buffer test due to high readings and eis and isig failure. In summary sensor failed per specification due to found sensor flex in damaged condition. Customer complaint of sg v bg event is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.